Manufacturer narrative:
Information references. The main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4). Implanted: 2016 (B)(6) explanted: 2016 (B)(6) product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving either 500 mcg/ml or 2000 mcg/ml lioresal at 165 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had a cerebrospinal fluid (csf) infection and an elevated white blood cell count. The entire system was then explanted on 2016 (B)(6). It was noted that a new device system would be implanted in the future. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was considered resolved. The patient was noted to be "alive - no injury". The patient's medical history included a traumatic brain injury from a motor vehicle accident in (B)(6)2016; vp shunt, rectal tube, and g-tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.